Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose a day before the reported incidence was 47 mg/dl. Other blood glucose value was 49 mg/dl and 29 mg/dl. Current blood glucose reading was 219 mg/dl. Customer was treated with glucose tablet for their low blood glucose. Customer was not using auto mode feature. The insulin pump will not be returned for analysis.